Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy.